Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 latch sensor was failed. A field service engineer tested in diagnostics drawer were functioning properly, sensors were reported correctly, when touched the latch sensor wiring harness the sensor state would change, sensor wiring harness fully seated at controller, replaced latch sensor to resolve the issue, successfully tested drawer using diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es entire drawer 3 failed on a station and will not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.